Event description:
A report was received that the patient experienced high impedances on several contacts on the same day of the ipg implantation. The patient received reprogramming and contacts without high impedances were used. Eleven months later, the patient underwent a revision procedure to replace the leads. During the procedure, it was found that one of the leads was kinked just below the clik anchor. The other lead did not show any abnormalities. Both explanted leads are expected to be returned to bsc for analysis. The patient was doing well postoperatively. Only one lead (serial number: 5112759) was received by bsc for analysis. Although several attempts were made to retrieve the second lead (serial number:(B)(6) the lead was not returned.

Manufacturer narrative:
Visual and x-ray inspection of the lead serial number: 5112759 revealed that multiple cables were completely broken at the bent/kinked location of the lead. There were no exposed cables at the fracture location. The lead was kinked after it exited the clik x anchor, which resulted in the event of high impedances on several contacts. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Hence, the probable cause for this failure is traced to component failure.

Manufacturer narrative:
Date of birth: (B)(6); (exact date of birth is unknown). Additional suspect medical device component involved in the event: model: sc-2317-70, serial/ lot: (B)(4), description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient experienced high impedances on several contacts on the same day of the ipg implantation. The patient received reprogramming and contacts without high impedances were used. Eleven months later, the patient underwent a revision procedure to replace the leads. During the procedure, it was found that one of the leads was kinked just below the clik anchor. The other lead did not show any abnormalities. Both explanted leads are expected to be returned to bsc for analysis. The patient was doing well postoperatively.